Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The patient stated that the had a new implantable neurostimulator (ins) implant on (B)(6) 2016, due to normal battery depletion and lead moved/repositioned because the stimulation was not going down their toes. Other relevant medical history includes complex reg pain syndrome type I.

Manufacturer narrative:
Corrected information: sex, date of birth.